Event description:
It was reported that the wake button was not working. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report the customer had not yet taken action to address the bg level. Customer initially took no action, and technical support instructed caller to disconnect pump from power and firmly press center of button while supporting bottom of pump, after which display turned on and pump was acknowledged to be functioning as intended, with no additional assistance required.